Event description:
It was reported a patient's right ventricular (rv) lead presented with failure to convert rhythm. Programming changes were made and the rv lead was capped and replaced in a procedure on (B)(6) 2023. During procedure the lead helix would not retract. Post-procedure the patient was stable.